Manufacturer narrative:
Occupation - occupation was lay user/patient.

Event description:
The initial reporter experienced an issue with the display of the coaguchek xs meter that could impact the interpretation of results. During a display check, only see "8.8" could be seen in the results field instead of "888". There was no allegation of an adverse event. The suspect product was requested to be returned for investigation. Replacement product was sent.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.